Event description:
It was reported that the patient presented with a right atrial (ra) lead warning. The bipolar and unipolar impedances were both greater than 7000 ohms. At the time of the lad revision the impedance was found to be greater than 9,999 ohms through the device with no capture at maximum output, which was also confirmed by the analyzer. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).